Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard mesh pre-shaped w/ keyhole (device #3). Additional emdrs were submitted to represent the bard/davol composix mesh e/x (device #1) and the bard/davol mesh ¿ ventralex (device #2). Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b4, b5, b7, d3, d4 (product catalog no, corporate lot no, UDI no), g3, g6, h2, h6, h10. This supplemental emdr represents the bard/davol bard mesh pre-shaped with keyhole (device 3). An additional supplemental emdr was submitted to represent the bard/davol composix e/x mesh (device 1), ventralex mesh (device 2) and an additional emdr was submitted to represent sepramesh ip (device 4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol composix e/x, ventralex and bard mesh pre-shaped with keyhole on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2007 - patient was diagnosed with ventral hernia, umbilical hernia and left inguinal hernia thereby underwent laparoscopic repair with implant of composix e/x mesh (device 1), ventralex mesh (device 2), bard mesh pre-shaped with keyhole (device 3) and sepramesh ip (device 4). Per op notes, ¿cystoscopy was performed. Small bowel adherent to the midline from the falciform ligament down towards the bladder was taken down. The serosa was repaired with sutures. Adhesions between the sigmoid colon was removed from the incarcerated left inguinal hernia. A bard mesh pre-shaped with keyhole (device 3) and a composix e/x (device 1) were placed in the left inguinal area and secured with sutures. The umbilical hernia was then closed with a ventralex mesh (device 2). A sepramesh ip (device 4) was placed intraabdominally for the repair of ventral hernia and stapled to the anterior abdominal wall.¿ on (B)(6) 2015 - patient was diagnosed with small bowel fistula to the overlying mesh thereby underwent open repair with excision of ventralex mesh (device 2) and sepramesh ip (device 4). Per op notes, ¿an incision was made in the lower abdomen below the mesh. The mesh (device 2 and 4) was dissected to remove the entire piece. Two areas of small bowel matted to the mesh were resected. Appendectomy was performed.¿ on (B)(6) 2015 ¿ patient was diagnosed with staple line leak thereby underwent exploratory laparotomy, irrigation of abdomen and resection of distal small bowel anastomosis.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard mesh pre-shaped w/ keyhole (device #3). Additional emdrs were submitted to represent the bard/davol composix mesh e/x (device #1) and the bard/davol mesh ¿ ventralex (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol composix e/x, ventralex and bard mesh pre-shaped with keyhole on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.